Event description:
No additional information was provided. Material#: 2441-0007 batch number#: 22045372. It was reported by customer that they got an issue with infusion set where tubing portion that is inside the pump chamber got detached. It wasn¿t visible and there was no alarm on a pump. They have noticed that the fluid flow was going backwards from the patient creating the air pocket in the tube. They disconnected it and started new infusion with new tubing set. Verbatim#: rcc received the complaint via email. Email(s) as attached. Just wanted to bring to your attention that on (B)(6) 2023, I got an issue with infusion set where tubing portion that is inside the pump chamber got detached. I wasn¿t visible and there was no alarm on a pump. I¿ve noticed that the fluid flow was going backwards from the patient creating the air pocket in the tube. I disconnected it and started new infusion with new tubing set. I¿ve kept tubing in my office if you want to look at it. Let me know what the next step to prevent further incidents. Reply from customer: please share the material number. (B)(4). ¿ what is the batch/lot number?(10) 22045372. ¿ did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. Had to restart with new line that created some delay. ¿ what is the date of event? (Exact) october 9. ¿ did you mean that backflow was happened due to the detachment of tubing inside the pump? Yes, inside the chamber. ¿ did patient got impacted by this event? If yes, please provide details. No harm.

Manufacturer narrative:
It was reported by customer that they got an issue with infusion set where tubing portion that is inside the pump chamber got detached. They have noticed that the fluid flow was going backwards from the patient creating the air pocket in the tube. No product or photo was returned by the customer. The customer complaint of flow issues - back flow / separation with leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2441-0007 lot number 22045372 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issuses. The following information was received by the initial reporter with the verbatim: just wanted to bring to your attention that on october 9, 2023, I got an issue with infusion set where tubing portion that is inside the pump chamber got detached. I wasn¿t visible and there was no alarm on a pump. I¿ve noticed that the fluid flow was going backwards from the patient creating the air pocket in the tube. I disconnected it and started new infusion with new tubing set. I¿ve kept tubing in my office if you want to look at it. Let me know what the next step to prevent further incidents.